Manufacturer narrative:
Approximate age of device ¿ 2 years and 6 months no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had an infection of the driveline site (previously unreported). On (B)(6) 2018 the patient underwent driveline exit site revision. Wound vacuum-assisted closure (vac) was applied to the former driveline exit site. Cultures were collected; results were not provided.

Manufacturer narrative:
Corrected information. It was initially reported that the patient had a driveline infection. The patient subsequently expired.

Event description:
Additional information: it was reported that the driveline culture was (B)(6) for (B)(6). The patient had a driveline revision. Removal of the automatic implantable cardioverter-defibrillator (aicd) was also competed due to possible seeding of the infection. The patient was sent home on intravenous (IV) vancomycin and home hospice was initiated. It was reported that the patient expired on (B)(6) 2018. The cause of expiration was sepsis.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported event could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient¿s automatic implantable cardioverter-defibrillator (aicd) had been removed on (B)(6) 2018. The device was manufactured by st. Jude medical.